Event description:
It was reported, patient developed hematoma. At an unknown site. And as such, the entire system was explanted the same day. The issue was resolved, due to system explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.